Manufacturer narrative:
Product analysis: model#: 24952b, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed a defective rf (ra diofrequency) head battery; remote monitor failed during interrogation test; and found error code 3230 in fa (failure analysis) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor got too hot to keep it plugged in. It was also reported that the patient refused to use the remote monitor. No troubleshooting taken. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.